Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that on (B)(6) 2015 the 3.0x18 mm xience alpine stent was deployed for treatment of a lesion located in an unspecified artery. On (B)(6) 2015 the patient was rehospitalized for elevated enzymes. No additional information was provided.